Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was observed. Severe water ingress was observed to be the cause of the reported malfunction. The device was deemed unrepairable and returned to the customer "not for clinical use". No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.